Event description:
Additional information received indicated the new pain has yet to resolve. The physician administered an injection to address the issue.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient ((B)(6)) experienced new pain in his left knee subsequent to having 3 leads (from the same lot) implanted. Further surgical intervention was undertaken and the left t12 lead was explanted as it had migrated (reference MFR report: 3008829311-2017-00081). The patient is currently undergoing rehabilitation.

Event description:
Additional information received indicated it is believed the injection alleviated the patient's pain.